Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized and discharged the following day. The day after event onset, the patient was treated with meropenem injection (500mg, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing and extraneal was discontinued. No additional information is available.